Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Tandem customer technical support assisted the customer with reloading the cartridge onto the pump and resuming insulin delivery. The customer's blood glucose (bg) level elevated, however a specific value was not provided. Reportedly, the customer delivered a bolus with the pump to resolve bg level.